Manufacturer narrative:
(B)(4). Device available for evaluation: device returned. A review of the device history record. Device history lot part: 03.010.523, lot: l759641, manufacturing site: (B)(4), release to warehouse date: 19. Apr. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on (B)(6) 2020, the driving cap broke off in the insertion handle. Obtained a bone tamp to complete the insertion of the nail. No fragments generated from the broken device. There was five (5) minutes surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # l785928, quantity # 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l759641) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Drawings were reviewed: document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle se_380067 rev l during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: the driving cap/threaded (part # 03.010.523 lot # l759641) was manufactured at the (B)(4) site on 19-apr-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances relevant to the complaint condition were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l759641) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the driving cap broke off in the insertion handle. Obtained a bone tamp to complete the insertion of the nail. No fragments generated from the broken device. There was five (5) minutes surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # l785928, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).